Event description:
It was reported that during a surgical procedure at the user facility, the patient was burned. The user facility reported that the procedure was completed successfully. Attempts are currently being made to obtain additional information about the event from the user facility.

Manufacturer narrative:
Follow up being submitted for investigation results, additional information and corrected information.

Event description:
It was reported that during a surgical procedure at the user facility, the patient was burned. The user facility reported that the procedure was completed successfully. Attempts were made to the user facility to obtain additional information about the event; however, no further information was received.